Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_ins_stimulator, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Sheehy jp, chen t, bohl ma, mooney ma, mirzadeh z, ponce fa. Accuracy in deep brain stimulation electrode placement: a single-surgeon retrospective analysis of stereotactic error in overlapping and non-overlapping surgical cases. Doi: 10.1159/000497150 summary: many surgeons utilize assistants to perform procedures in more than one operating room at a given time using a practice known as overlapping surgery. Debate has continued as to whether overlapping surgery improves the efficiency and access to care or risks patient safety and outcomes. Reported events: patient with stn target had hardware-related complications requiring revision had capsular side effects and high impedance affecting contacts 8, 9, 10 and had their right lead replaced. Interval time was 8 days. 1 patient with stn target had hardware-related complications requiring revision had high impedance on contacts 1 and 3. The extension was replaced. Interval time was 1 month. 1 patient with stn target had hardware-related complications requiring revision had high impedance on contact 10. Their extension was replaced with 0 day interval. 1 patient with vim target had hardware-related complications requiring revision had high impedance on contact 8, this was noted during the ipg placement and was localized to the lead. The right lead was replaced. There was a 0 day interval. 1 patient with stn target had hardware related complications requiring revision had ipg discomfort. The ipg was repositioned from the chest to the abdomen. The interval time was 10 months. 1 patient with vim target had hardware-related complications requiring revision had high impedance affecting both sides. Both extensions were replaced. There was a 5 month interval. 1 patient with vim target had hardware-related complications requiring revision had high impedance on the right side and the right lead was replaced. There was a 10 month interval. 4 patients experienced wound-related complications that required surgery.